Event description:
It was reported that the right ventricular (rv) lead had no capture and high impedances. Possible lead fracture was suspected. The lead was capped and replaced. Additionally, it was reported that the atrial lead had intermittent/no capture at max outputs and high impedances. Possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).